Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a system upgrade procedure, the right atrial lead was found to have unsuitable p-wave sensing. Repositioning the lead was not appropriate, so the lead was removed and replaced. The patient was stable and had no complications.